Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. Consequently, the patient will undergo surgical intervention at a later date to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. Reportedly, the patient has effective therapy post-operatively and the issue is resolved.